Event description:
Complainant alleged that while attempting to defibrillate a pt, the dr was unable to recognize a fine ventricular fibrillation on the screen due to the size of the ECG, therefore did not and then delayed in defibrillating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.